Event description:
In (B)(6) 2010, the patient experienced difficulty getting out of chairs and more problems with speech. Examination revealed the patient was alert. The patient's speech was mildly dysarthric and festinating. Mild bradykinesia and facial masking were also noted. The patient's balance was ok and there was no tremor. The stimulator settings were adjusted to increase the amplitude from 3.6 to 3.7. The battery was ok. Following adjustment the patient's speech was slightly clearer. On (B)(6) 2010 the patient was seen again and continued to have problems with speech. The patient also felt lightheaded and weak. At first, these symptoms were ascribed by the patient to the senimet which the patient discontinued entirely. Examination revealed that speech was dysarthric and festinating. Gait pattern showed good balance, but no "ue adventitious movement" and no tremor. The stimulator settings were adjusted to increase the amplitude from 3.7 to 3.9. The battery was ok. Following adjustment the patient's gait pattern looked modestly improved. The plan was to assess the effects of the increase in voltage in 6-8 weeks/months and re-check the stimulator life on left as the device was five years old. The patent was seen a third time on (B)(6) 2010. The patient's movement quality was about the same, but the patient had been noticing a "shocking" sensation at the left chest and left cable behind the ear. The shocking was not constant. It was noted that the patient previously had a similar sensation behind the right ear which was treated by placing a "jacket" around the wire. Examination revealed that the patient was alert. The patient was rather verbose and tangential, but had mounting dysarthria. The patient's gait showed good stride length and progression with decreased associated movement. Balance was ok. There was no palpable electrical shock on examiner's touch over the cable or stimulator on the left. Impedance were checked on the left implantable neurostimulator (ins) and were within normal range except 0-3 which was >2000ohms and 10ma. The ins settings were adjusted to increase amplitude from 3.9 to 4.0. The battery was again ok. Following adjustment the patient's movement was slightly more fluid. During the appointment the doctor's office contacted the manufacturer's technical services to discuss the shocking sensation. A battery calculation was also performed, and this noted that the ins should be changed. The patient was being referred for ins replacement, and information was also going to be forwarded regarding changing the connector at the retroauricular cable.

Manufacturer narrative:
(B)(4)